Manufacturer narrative:
(B)(4).

Event description:
The customer reported the during the procedure he was attempting to remove a loose abutment and the screw broke. Tooth #21.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up".

Manufacturer narrative:
This supplemental report is being submitted upon FDA request as a correction because the supplement report #2 could not be processed due to missing supplement report #1. No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G1: contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type . H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: b1:report type g3: report source.

Event description:
No further event information available at the time of this report.